Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction to the sensor patch. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located at the sensor insertion site, underneath the sensor patch and was described as having little red and itchy points. The patient indicated that they have a known general allergy to plaster and have also experienced reactions to their insulin pump. Patient had previously had a medical consultation with their doctor on (B)(6) 2017, regarding their reactions to patches in general and was prescribed several skin protectants to place under adhesive patches and was given a cortisone cream. The affected area was treated with the prescribed skin protectants and cortisone cream. No additional event or patient information is available.